Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. The downloaded data returned an 0x33 alarm, indicating a command was not received when previous command had mctf bit set. This alarm indicates pod did not receive a command from the pdm within a certain time. The downloaded data showed no signs of struggle or pulse width increase that would indicate a failure to deliver insulin during operation. The pod was reset during investigation and was successfully able to connect with an eros pdm. A bolus was able to be delivered and no communication issues were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 20 mmol/l (360 mg/dl) after wearing the pod between 36 and 48 hours. The patient attempted top treat the hyperglycemia with a 10 unit bolus and then applied a new pod. The pod was worn on the arm.